Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy,the white seal/flapper dropped from the converter. The piece was retrieved from the cavity and scrub nurse had to throw the piece away. No medical intervention. Surgery time was not delayed by more than 30 minutes. Patient had restored. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The trocar assembly was received. The converter cap was received. The converter seal was disengaged and received. The dilator was inserted into each trocar with no binding or difficulty. The instrument was applied to test media; the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The material from the supplier was found to be defective. A process enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.